Event description:
A customer reported a malfunction on the pump, identified by malfunction code malf 6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer in performing the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions.